Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received a notification for right ventricular lead impedance out of range. Upon interrogation, the lead exhibited high impedance, high capture, and noise with isometric testing. The physician suspected the lead had fractured. The lead was capped and replaced. The patient was fine.